Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00006.

Event description:
It was reported that the tips of two probes bent while preparing the screw holes during surgery. An alternative probe was used to complete the procedure without reported impacts. This is report one of two for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the device was not returned for evaluation. However, pictures were provided confirming the bent instrument. The patient was reported to have hard bone, which likely caused the bending. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tips of two probes bent while preparing the screw holes during surgery. An alternative probe was used to complete the procedure without reported impacts. This is report one of two for this event.